Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Customer loaded a new cartridge to resolve the issues. Customer's blood glucose (bg) level was "high" on the continuous glucose monitor; however, a specific bg value was not provided. The customer administered a manual insulin injection and consumed water to address bg level. In addition, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Cause for the low bg was unknown. Customer consumed carbohydrates to address low bg.